Event description:
It was reported that a patient with a sling underwent a surgical intervention to have an artificial urinary sphincter (aus) implanted because the device was not working and the patient was incontinent again. No additional patient complications were reported.